Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient anatomy abnormality, the lead could not reach the target position. It was also reported that the lead helix could not be retracted after repeated attempts. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.